Manufacturer narrative:
The customer's report that the autopulse platform (B)(6) displayed fault 41 (patient temperature sensor failure) was confirmed through archive data review but was not reproduced during preliminary functional testing. Archive data verified the occurrence of fault 41. Further investigation identified a defective temperature sensor as the root cause of the reported complaint. The archive data indicated occurrence of fault 41, confirming the reported complaint. The autopulse platform passed the preliminary functional testing without any fault or error. The reported fault 41 was not reproduced. Further investigation identified a defective temperature sensor as the root cause of fault 41. The temperature sensor needs to be replaced to address the reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with (B)(6).

Event description:
During the device check, the autopulse platform (B)(6) displayed fault 41 (patient temperature sensor failure) upon powering on. No patient involvement.